Event description:
Information was received from a healthcare provider, user facility via a manufacturer representative regarding a flex arm used for spinal surgery. Pre-op diagnosis was lcs. Procedure performed was tlif. It was reported that intra-operatively, the normal fixation cannot be performed. There were no patient symptoms or complications as a result of this event. The product came in contact with patient. There was no delay in the overall procedure time.

Manufacturer narrative:
Product analysis: product#: 9560524, lot# my20e001. Product analysis received via service and repair report confirmed that the bearing had cracked and that the screw thread of the handle screw had deformed. If information is provided in the future, a supplemental report will be issued.